Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had an optical sensor calibration failure.  Reconnecting the sensor and manually calibrating also resulted in an error. The device continued to operate, but the calibration was successful when it was replaced with another device. There was no impact on patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed the issue. The occurrence of light sensor calibration impossible. Fse confirmed the error with fiber optic test. The fiber optic module was replaced. There was a patient involvement but no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, h6(type of investigation, investigation findings, investigation conclusions), h10. Unit has optical sensor calibration failure. Immediately after starting use, the optical sensor could not be calibrated. Reconnecting the sensor and manually calibrating also resulted in an error. The device continued to operate, but the calibration was successful when it was replaced with another device. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: no information available.

Event description:
N/a.